Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported that the subject pacemaker was pacing during fallback mode switching at a rate (70 min-1) higher than the programmed basic rate (50 min-1 or 60 min-1).